Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an impedance warning due to high values of the rv coil. The rv lead remains in use. No patient complications have been reported as a result of this event.